Event description:
It was reported, that a ncb plate for femur, left, 9 holes was implanted on (B)(6) 2014 as part of medical care for a periprosthetic fracture for a hybrid hip endoprostheses. The patient underwent a revision surgery on (B)(6) 2014 due to a breakage of the plate.

Manufacturer narrative:
The manufacturer did not receive devices, or x-rays for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).